Event description:
The service and repair department documented the (B)(4) (lot 6217406): not working at all and all the rest are running sluggish after they finally start running. No negative impact to any patient. Slowed the surgery down by a couple of minutes due to the slow running item. All surgeries were sternal plating. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did malfunction during surgery while being used on patient. This complaint involves 4 devices. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment and not diagnosis. Additional product code of gxl. Device is an instrument and not an implant/ explant. Service history review: lot #004385 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012 due to motor failure. A service request was called in for this item on (B)(4) 2014 for inoperable device. The previous service condition of motor failure is relevant to the current complained issue of inoperable device. The manufacture date of this item is november 1, 2011. Additional evaluation states that the item was running slow and hard to start. It was reported that the motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch-flex circuit were replaced as well as all applicable components. This item was repaired and passed final inspection on (B)(4) 2014 and returned to the customer on (B)(4) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.